Event description:
It was reported that during implant it was difficult to obtain an appropriate implantation position. Ideal parameters could not be o btained the thresholds and impedance were high and it was difficult to screw the lead into the myocardium. On removal of the lead a large amount of fibrous tissue was found at the tip end; after removing the tissue and attempting again, fixation was still not possible; after removal again, the tip end was found to be slightly deformed. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.